Event description:
During a device implant procedure, the lead would not fit in the header of the device. The device was replaced and the lead was properly inserted. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported field event of lead insertion anomaly could not be confirmed in the lab. Interrogation of the device revealed the device was above eri when received. The device was tested on the bench using clinical leads, test leads, resistor loads, and pin gauges. Both test leads, and clinical leads were fully inserted and secured without difficulty. Telemetry, pli, hvli were tested and no anomalies were observed. All lead bore gauge measurements were within specifications. No anomaly was detected.